Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ unknown shower bag d4: model #:2000de / catalog #:2000de d9: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the shoulder pack's strap was damaged. It was also noted that the shower bag had wear and tear damage after being in use over 10 years. It was confirmed that there was no possibility that the battery or controller could fall out of their intended locations. Both products were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the shoulder pack (lot no. Unknown) and the shower bag (lot no. Unknown) were not returned for evaluation as they were discarded by the customer. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue, and the lot numbers were unknown. Visual evidence provided revealed that the seams around the shoulder pack's strap padding were damaged. Visual evidence also revealed that shower bag¿s snaphook was damaged, which prevented the strap from properly attaching to the bag. As a result, the reported events were confirmed. The most likely root cause of the reported events can be attributed to wear and/or to the handling of the pack. Additional product: d1: heartware ventricular assist system ¿ unknown shower bag d4: serial: unknown h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.